Manufacturer narrative:
(B)(4): evaluation: results - (stroke/transient ischemic attack).

Event description:
It was confirmed that the patient recovered with treatment.

Event description:
During index procedure, the patient had one endeavor spring rapid exchange (rx) drug-eluting stent implanted to the proximal rca. Approximately three months post implant, a follow-up angiogram was performed, indication for angiogram was recurrent angina. On the same day, ischemic stroke was confirmed (after angiogram, the patient was returned to cath lab and presented dysphonia for 24 hrs). The investigator indicated that the reported event was not related to the study device.